Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due the influence of humidity that entered the device from the pinhole on the switch (sw)1. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope was blurry. The event occurred during preparation for use. The intended procedure was a diagnostic esophagogastroduodenoscopy. There were no delays in the procedure, and it was completed using the same subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the switch button 1 had a pinhole. The play of the angulation knob was out of specification due to elongation of the angle wire. The bending angle was reduced due to elongation of the angle wire. Distal end plastic cover was burned. Bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.